Manufacturer narrative:
On 11-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Low blood pressure noted, but no pericardial effusion (pe) was detected. Then, steam pop occurred and immediately afterwards pe was detected, basically excluding the steam pop as the reason for pe. Pericardiocentesis was performed. Mitral isthmus line not blocked, since no further ablation in the left atrium (la) was possible. The procedure was not successfully completed and the patient required extended hospitalization for monitoring. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. The temperature and irrigation test values were found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no interna actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of his adverse event is procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Low blood pressure noted, but no pericardial effusion (pe) was detected. Then, steam pop occurred and immediately afterwards pe was detected, basically excluding the steam pop as the reason for pe. Pericardiocentesis was performed. Mitral isthmus line not blocked, since no further ablation in the left atrium (la) was possible. The procedure was not successfully completed and the patient required extended hospitalization for monitoring. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 31038213l number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Low blood pressure noted, but no pericardial effusion (pe) was detected. Then, steam pop occurred and immediately afterwards pe was detected, basically excluding the steam pop as the reason for pe. Pericardiocentesis was performed. Mitral isthmus line not blocked, since no further ablation in the left atrium (la) was possible. The procedure was not successfully completed and the patient required extended hospitalization for monitoring. Ablation had already been performed prior to noting effusion. The physician's opinion on the cause of his adverse event is that it was procedure related. Patient fully recovered. There were no errors reported by bwi systems.